Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility reported to baxter that an intermate xlv 250 device had a missing fill port cap. Therefore, the sterile fluid pathway was breached. This condition was discovered as the customer was opening the overpouch the device was packaged in. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.